Manufacturer narrative:
Investigation/conclusion: the lot was previously investigated.  In-house testing was reviewed and found that the lot met the criteria.  No deficiency was established.  The lot has since expired.  No further investigation will be pursued.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (B)(4) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer reported a variance between the inratio inr results. The results were as follows: patient concern of being out of coumadin for almost 5 day and she test 3 times, two times with lot # 3345777 and one test with lot # 343288. Results were (B)(6) = .9, (B)(6) = 5.6, (B)(6) = 2.5. There was no adverse event. There was no additional information provided.